Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a customer reported an adhesive issue with the abbott diabetes care (adc) sensor. The sensor prematurely detached after three days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer was unable to self-treat and had contact with a healthcare professional who performed a blood glucose measurement prior to providing third-party treatment of "glucose tab" (type/does unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a customer reported an adhesive issue with the abbott diabetes care (adc) sensor. The sensor prematurely detached after three days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer was unable to self-treat and had contact with a healthcare professional who performed a blood glucose measurement prior to providing third-party treatment of "glucose tab" (type/does unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.